Manufacturer narrative:
A philips biomedical engineer (bmed) onsite interviewed the customer and further evaluated the situation. The bmed reported to emergency center (ec) that the philips universal mounting bracket responsible for holding the philips monitoring device was missing from the monitor mounting arm. The bmed retrieved a philips universal mounting clamp bracket and a multi-measurement server link (msl) cable from the biomed shop. The clamp bracket was installed to resolve the issue. The bmed spoke with equipment technician regarding the issue and the resolution. The issue was resolved on 9/12/2025. A good faith effort (gfe) response reported the nurse staff placed the x3 monitor on a crash cart near the bed at the time of event due to the mounting clamp bracket missing. It was unknown who removed it or why it disappeared. According to the bmed, no trouble shooting was performed, as it was clear the part was missing. Based on the information available, the cause of the reported problem was confirmed to be the miss mounting bracket. The reported problem was confirmed. No further investigation or action is warranted at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the bracket mount to the main monitor that holds the x3 is missing, and the customer needs a new one as soon as possible. Last night, the x3 fell off the platform and almost hit a critical patient in the head. The device was in use on a patient at the time of the event, there was no adverse event reported.